Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain. It was reported that there was a decrease in back coverage of stimulation around (B)(6) 2016. The patient had a fall several months a go. Impedances were checked an electrodes 5 and 6 were out of range. The patient had these electrodes programmed for back coverage. Reprogramming was unsuccessful to get better back coverage, and the physician was notified of a need for revision. The patient has excellent bilateral leg coverage. The issue was not resolved at the time of the report and a surgery was not planned or performed at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.